Event description:
The customer reported via phone call that they had been having problems with high and low blood glucose. Customer's blood glucose went down to 55 mg/dl yesterday and this morning it was in the 600's mg/dl. Customer stated that about a month ago, they went through a metal detector and did not know if that was what was causing the issue. Customer ate 4 glucose tablets this morning. Customer declined troubleshooting for the low blood glucose. Customer also had an issue with carelink and was not able to upload on (B)(6). Customer has tried other computers and is still unable to upload to carelink. Customer's current blood glucose was 255 mg/dl. Customer treated with a bolus. Customer stated that they are stilling learning how to count their carbs and that they changed their set yesterday. Customer reported that the insulin was not stored at room temperature. Customer was advised to change the entire set, reservoir, and insulin and to call back for assistance in uploading to carelink.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.